Event description:
Immediately after a coronary drug eluting stenting treatment procedure, the pt developed chest pain and was found to have stent thrombosis. The physician had successfully deployed that taxus express2 8.8% 2.50 x 20 mm drug eluting stent in a proximal lad lesion and the guide catheter deep seated. The procedure was successfully completed, however, the pt developed chest pain in the holding room and was taken back to the cath lab and was found to have thrombus in the taxus stent. The physician treated the thrombosis with balloon angioplasty and another stent (unk brand, type, etc.) The pt developed chest pain and EKG changes the next day and returned to the cath lab and was found to have another thrombosis. The physician wired the vessel and performed angioplasty, clearing the vessel, but again noted clot formation in other areas in the artery, involving both stents. The pt was sent to surgery. They were found to have a hypercoagulable state.